Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: a1: additional patient identifier: (B)(6). E1; e2; e3 h6: health effect clinical code e2402 used to capture code infection. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D7a: unknown d10: corrected concomitant devices e1; e4; g2

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. This report is for one (1) unknown screws: locking. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Unknown locking screws, part numbers: (04.005.5xx) unknown lengths. Date of implant: unknown. Complainant device is not expected to be returned for manufacturer review/investigation. Initial reporter is j&j company representative. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 the patient underwent removal of ex tibial nail due to infection. Antibiotic spacer placed. There was no surgical delay reported. The procedure was successfully completed. This complaint involves six (6) devices. This report is for one (1) unk - screws: locking. This report is 4 of 6 for (B)(4).